Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the issue could not be replicated.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by five minutes. It was reported that the site had issues with accuracy during an articulating arm biopsy case. The site had to register 4-5 times before the surgeon felt confident enough to start navigation. The patient scan appeared to have a head-strap (depressing the sides of the face) during the imaging that was not present during the clinical case. The surgeon proceeded with navigation and when he reached the target with the needle, he stated that he did not feel accurate (the direction and amount of inaccuracy could not be obtained). The surgeon continued to pull samples and eventually obtained valid samples that could be sent out for confirmation. The surgery was completed with navigation.